Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from fasting results obtained of 161 and 200 mg/dl and with tests results from non-fasting meter to meter comparison of 312 mg/dl using truemetrix meter and 149 mg/dl using another device. The customer's expected fasting blood glucose test result range is 140 - 149 mg/dl. Customer was advised to not use alcohol when testing. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/18/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).